Manufacturer narrative:
The reported event of the lead being difficult to move within the inner catheter was not confirmed. As received, a complete lead was returned in one piece. The lead was inserted through the inner catheter all the way through with no restrictions noted. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the left ventricular (lv) lead was unable to be properly positioned in the patient. Repeated attempts resulted in the lv lead having mobility issues within the catheter. The physicians believes that the use of force, different guidewires, and contrast media may have resulted in possible damage to the lv leads outer coating. The physician did not allege a malfunction on the lv lead but rather the procedure. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.